Event description:
Additional information was provided stating that this customer has been using these lenses for over 7 years. They are using the zcb00 intraocular lens (iol) together with platinum injectors. The cartridges are 1mtec30. The surgeon did say that the haptics stick together and not that the haptics stick to the optic as previously reported.

Event description:
A surgeon reported that the haptics stuck to the optic of a tecnis zcb0000220. He manipulated the haptics to loosen them. The device was not kept for investigation. No patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was provided stating that this customer has been using these lenses for over 7 years. They are using the zcb00 intraocular lens (iol) together with platinum injectors. The cartridges are 1mtec30. The surgeon did say that the haptics stick together and not that the haptic was stuck to the optic as previously reported. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. In manufacturing, the 1-piece lenses are visually inspected at (B)(4) microscope magnification. No issues were reported during the manufacturing process of this production order. The documentation showed that the production order was found to be within specifications and the devices met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.